Event description:
A tps bi-directional footswitch was sent for eval because it caused a shaver to run on and off intermittently without activation. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.